Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. The customer stated that she was changing the battery of the insulin pump and the display went blank. Customer stated the display was not blank less than 30 seconds and did not return. Customer stated the contacts on the battery cap were neither missing nor damaged. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. The display did not return after restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, device gave an unexpected flashing white or blank display followed by an unexpected intermittent beep alarm. After further inspection of the device interior, there were traces of corrosion and even mold on the battery connectors, and on the connector between electrical board and electrical board. Unable to perform displacement, self test, sleep current measurement, active current measurement tests due to the display anomaly.